Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Patient presented with continued pain. CT was done showing subtalar joint was not fused. Determined best course was to remove the nail to do a revision of the subtalar fusion. Nail was removed and screws were placed across the sub talar joint.

Manufacturer narrative:
Investigation summary: the nail was classified by the customer to be the primary product. An investigation of the nail itself and a review of the manufacturing and inspection documents (DHR) were not possible due to missing implant and missing lot code. The provided x-rays show that the implanted nail and the three screws are not damaged or deformed; therefore it can be assumed that the implants were still intact. The customer reported that the ankle joint was fused successfully, but not the subtalar joint. It was assumed that the not-fused joint did cause the pain. It was decided to remove the nail and fuse the subtalar joint with two screws. Why the subtalar joint did not fuse completely could not be determined based on the given information. Most likely the non-fusion was contributed by non-compression; the a3 nail has a compression function to compress the ankle and subtalar joint. A compression is not described in the surgery report. Also obesity of the patient could have led to the non-fusion. A more precise evaluation was not possible, based on the given information a manufacturer related issue can be excluded. Discrepancies were detected during risk analysis review, non-conformity identified, (B)(4) initiated.

Event description:
Patient presented with continued pain. CT was done showing subtalar joint was not fused. Determined best course was to remove the nail to do a revision of the subtalar fusion. Nail was removed and screws were placed across the subtalar joint.